Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER). Review of device data found the patient had two inappropriate shocks due to t wave oversensing. Additionally, there was a stored untreated event. The device is programmed to primary 1 x gain with smart pass feature turned on. R wave amplitudes were noted to be low. Troubleshooting was performed and auto-set up suggested alternate as the sensing vector as primary and secondary had failed. Patient was dealing with hyperkalemia at the time among other abnormal labs. It was requested by the following physician to re-run auto set-up when labs are within normal range. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received that the patient was going to have a magnetic resonance imaging (MRI). The physician decided to re-run autosetup and sensing was better and passed. However, there was another untreated episode due to low r wave amplitude. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER). Review of device data found the patient had two inappropriate shocks due to t wave oversensing. Additionally, there was a stored untreated event. The device is programmed to primary 1 x gain with smart pass feature turned on. R wave amplitudes were noted to be low. Troubleshooting was performed and auto-set up suggested alternate as the sensing vector as primary and secondary had failed. Patient was dealing with hyperkalemia at the time among other abnormal labs. It was requested by the following physician to re-run auto set-up when labs are within normal range. At this time, the system remains in service. No additional adverse patient effects were reported.